Event description:
The handpiece's activation button, when depressed, would get stuck.

Manufacturer narrative:
Conmed's distributor, (B)(4), originally notified conmed of the reported event. The end-user stated the handpiece's activation button would get stuck when depressed. Conmed was unable to evaluate the sample in question as it was not returned by the end-user. Device not returned by user.